Event description:
It was reported that one week after a total knee replacement was performed, patient received IV antibiotics due to an infection. Several months after the total knee replacement patient develop pain and popping in her knee so patient had to undergo a right knee diagnostic arthroscopy, arthroscopic debridement of arthrofibrosis, and a arthroscopic distal iliotibial band release.

Event description:
It was reported that patient had to undergo a right knee diagnostic arthroscopy, arthroscopic debridement of arthrofibrosis, and a arthroscopic distal iliotibial band release due to pain and popping in the knee.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, based on the documentation provided, the placement of a left tka pe insert component ¿inadvertently placed into rt tka¿ at time of the primary surgery r tka was a contributing factor to the 1st revision/pe insert replacement ((B)(4)). No chartstiks, packaging or labeling information was provided for evaluation. No microbiology/lab results were provided to support the reported post-revision infection ((B)(4)). Although aggressive anti-infective agents, mechanical repetition, and comorbid conditions may precipitate or contribute to the progression of arthrofibrosis and iliotibial friction band syndrome, the root cause remains unknown; however, both arthrofibrosis and iliotibial friction band syndrome are known possible complications post tka ((B)(4)). The patient impact beyond the reported revisions, infection and pain cannot be concluded. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.